Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.

Event description:
25i-07_clinical trial study, subject ID (B)(4). Moderate increase in iop (right eye) following vitrectomy heavy water photopolymerization gas-liquid exchange gas injection (c3f8) surgery. Drug therapy given, outcome is "no change."